Event description:
The customer reported that the device failed to power up during the shift check.

Manufacturer narrative:
The customer reported that the device failed to power up during the shift check. A philips field support engineer replaced the energy select switch at the customer site to resolve the issue. We are considering this failure a malfunction of the energy select switch assembly.